Event description:
It was reported prior to using the bd vacutainer® sst¿ ii advance plus blood collection tubes the user noted gel air bubbles in a tube. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd received one(1) sample and three(3) photos for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles and excessive gel was observed. Additionally, the customer sample along with one hundred(100) retention samples from bd inventory, were evaluated by visual examination. The issue of gel air bubbles and excessive gel was observed in the customer sample. 100 retained samples were visually inspected, no excess gel and gel air bubbles were found. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles and excessive gel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.